Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use ((B)(4) optune arm).

Event description:
A 74-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's caregiver notified novocure that the patient had developed an infection at the site of his surgical resection scar (last surgical resection (B)(6) 2024). As a result, the patient temporarily discontinued optune gio therapy. The patient had consulted with several healthcare providers (hcps), including a wound care specialist, and was undergoing treatment with oral antibiotics and honey paste. The caregiver reported that the affected area had shown signs of improvement. On (B)(6), 2024, and (B)(6) 2025, the caregiver confirmed that the patient intended to resume optune gio therapy once cleared by their oncologist. During review of the patient's medical record, received on (B)(6) 2024, it was discovered that during a follow up appointment with neurosurgery, on (B)(6), 2024, the incision had completely healed the week prior but had since deteriorated. The patient had been prescribed an antibiotic (doxycycline hyclate). The physician noted that newly prescribed atorvastatin might have contributed to the wound infection. On (B)(6) 2025, the prescribing physician confirmed that he did not personally examine the patient during the event. Although the patient was not hospitalized, treatment involved topical antibiotics, and the patient had recently been prescribed bevacizumab and atorvastatin. The physician assessed the event as likely partially related to optune gio therapy.